Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer states that their device was set on the "beep" mode but the customer is having issues hearing the alerts on the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
No audio tone was noted during the selftest due to a broken red transducer wire. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked display window, and a cracked case near the display window corners.